Event description:
An endurant stent graft system was implanted in a patient for the treatment of an abdominal aortic aneurysm. It was reported that prior to insertion of main delivery system, the position of e-marker was checked and contralateral gate under fluoroscopic guidance. The contralateral gate was turned to the direction of straight above, but the e-marker was not on the usual direction of 9 o¿clock, but on the direction of 6 o¿clock which seemed to be the number 9. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation results, conclusion: cause of event is unknown.